Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not calibrated and became worse after running a service disk. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm that the stylus and the cursor were not aligned. Reseated connection between the overlay and the xy board and calibrated the stylus. Replaced plastic standoff between link electronic module (lem) and micro processor unit (mpu) board. Power cord bay assay latches were broken. Replaced power cord bay. Rear display cover was broken. Replaced rear display cover using salvaged part. All salvaged parts used were inspected per applicable requirements. Replaced and calibrated stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.